Event description:
Caller states that a patient reportedly received the following results on the inform system within 10 minutes: 30 mg/dl and 106 mg/dl. It is unknown if the patient was symptomatic of hypoglycemia at the time of the readings. The patient is in the ICU for severe copd and was on a constant insulin drip. Caller states that the staff noticed that a strip from the same lot used to obtain prior results had allowed blood to leak through to the bottom of the strip and the strip well was empty. It is unknown if the strips used in the comparisons above had the same leakage issue. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.